Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirmed the reported breakage. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the threaded tightening rod was broken next to lateral turn handle.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned device confirmed the reported breakage. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.